Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted, and on (B)(6) 2008 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that the patient underwent elevate apical and posterior system with interpro lite implant on (B)(6) 2009. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted, due to sui, intrinsic sphincter deficiency. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent interstim placement stage 1 & 2 on (B)(6) 2008 due to sui. It was reported that patient underwent interstim removal and interstim placement stage 1 & 2 on (B)(6) 2011 due to sui and inactive interstim device. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced bladder leakage, urgency, urinary discomfort and frequency. Details: it was reported that the patient underwent removal/revision on (B)(6) 2011 by (B)(6).